Event description:
It was reported the patient presented for an implantable neurostimulator (ins) change and purulent fluid was noted on the incision. A culture was taken from the patient's device pocket and it was determined the patient had an infection. The patient was prescribed antibiotics and his device was explanted.

Manufacturer narrative:
Product ID 3888, product type lead product ID 3888, product type lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 377860, lot# v008990, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37742, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3550-39, product type accessory, product ID 3550-39, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the product was segmented; however, there were no significant anomalies. Analysis of the extension (serial # (B)(4)) found that the product was segmented; however, there were no significant anomalies. Analysis of the implantable neurostimulator (serial # (B)(4)) found insignificant anomalies and the functionality was okay. Analysis of anchor (product # 3550-39) #1 found no anomalies. Analysis of anchor (product # 3550-39) #2 found that it had been separated; however, there were no significant anomalies. Analysis of lead (product # 3888) #1 found that it had been segmented; however, there were no significant anomalies. Analysis of lead (product # 3888) #2 found that it had been segmented; however, there were no significant anomalies.